Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval as performed. The eval confirmed (through the history log), but did not reproduce the air in line alarm. Eval found the lower reading on thee ultrasonic sensor to be out of specification (low), due to a failed upstream sensor. With low ultrasonic readings, it makes the pump more sensitive to air-in-line alarms. The failed upstream sensor was replaced.